Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was further reported that the atrial lead was capped and replaced due to low impedance.

Event description:
It was reported that a remote transmission showed that the atrial lead triggered a lead warning for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.